Event description:
It was additionally reported that the right ventricular (rv) lead showed increased outputs which resulted in continued phrenic stimulation. The output was adjusted with ventricular capture management (vcm). The lead remains in use. It was reported that the device recorded a false vcm threshold on the transmission. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient felt chest movement and thumping. It appeared like phrenic nerve stimulation when tested. The chronic lead trend was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant continued: 5076 implantable pacing lead 2013-(B)(6), addrl1 implantable pulse generator 2013-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).